Event description:
The report indicated that the customer experienced constant high bg's (320-500mg/dl) over a 15 hour period despite having administered multiple correction boluses. The pod initiated an occlusion alarm, at which point it was deactivated and a new pod was applied. The suspect pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.